Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley balloon inflation solution was lubricating gel not sterile water. Both syringes were labeled as gel, but the 2nd gel was in the position of the sterile water, basically 2 lubricating gel syringes came in the kit and no sterile water. No impact to patient luckily it was noticed before inflating balloon that the syringe in the spot sterile water spot was also lubricating gel.

Event description:
It was reported that the foley balloon inflation solution was lubricating gel not sterile water. Both syringes were labeled as gel, but the 2nd gel was in the position of the sterile water, basically 2 lubricating gel syringes came in the kit and no sterile water. No impact to patient luckily it was noticed before inflating balloon that the syringe in the spot sterile water spot was also lubricating gel.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.